Event description:
The customer reported that following a diagnostic catherization procedure in 2005 an attempt was made to deploy and x-site device. The needles advanced, but the operator was unable to remove the arch of the device from the arteriotomy due to the suture being stuck in the suture tube of the device. The operator attempted to loosen the suture without success. Both sutures had to be cut at the base of the tube due to an inability to create any slack. The rail suture/needle was removed from the patient. The device was removed with a fair amount of force. The non-rail needle was found partially housed in the black sheath of the device and the rest of the needle was bent over in a `u' shape outside of the sheath. The rail needle was noted to be bent approximately 30 degrees. Manual pressure was held to achieve hemostasis. The patient was taken to the unit and coughed without holding his groin. Hemostasis was lost and the patient's blood pressure dropped to 80/50. The patient's fluids were increased and the blood pressure returned to baseline. No further complications were reported.